Event description:
It was reported that the cuff has been deflating while in patient. Removed trach and added 10 ml of air and within the hour there was only 7 ml. Patient normally sits at 5mls. It is an adult air cuff trach.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. During the test, two leaks were found in the pilot balloon. The problem source could not be confirmed. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.